Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead could not be re-secured in the device header as the set screw was stripped and would not engage on lead. The system was removed from service and replaced. No additional adverse patient effects were reported.